Manufacturer narrative:
The customer reportedly replaced the battery to resolve the issue. No additional info is available at this time. (B)(4).

Event description:
A report received from (B)(6) stated that while an ht70 ventilator was connected to the alternating current (a/c) it experienced a backup battery failure. The pt was removed from the device, ambu bagged then switched to an alternate ventilator. There was no reported negative impact to the patient.